Event description:
The following was reported: procedure: endoscopic anterior resection. The device could not be retracted after firing. This happened intra-op. Because the device could not be retracted after firing, one additional full rotation of the adjusting knob was made to be able to retract the device, but this did not help either. After that another full rotation was done but this did not help either (again). Finally, the surgeon pulled the device apart from the anvil and first the device was taken out and second the anvil. After that a leak test was taken (with water and air inflated into the patient and bubbles occurred, so there was a leak). The staple line was oversewn. The procedure was prolonged 60 minutes, oversewing of the staple line and creating an ileo-stoma.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak? Is the ileostoma temporary or permanent? Was the ileostoma pre-planned? What is the status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2022. D4: batch # 469a54. Additional information was requested, and the following was received: no further information is available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the anvil was inserted and removed, and no issues were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.